Event description:
It was reported by the consumer that "patient with l radial arterial line that snapped when he turned. Break occurred at the end of the line tubing where it connects to the catheter. Patient noticed it immediately and was able to call for help before the monitor alarmed for the arterial blood pressure and significant bleeding was prevented." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of statlock extension set connector disconnection was confirmed. The returned sample was found to exhibit the same features as a known issue, and the root cause was found to be within the scope h3 other text : evaluation findings are in section h11.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported by the consumer that "patient with l radial arterial line that snapped when he turned. Break occurred at the end of the line tubing where it connects to the catheter. Patient noticed it immediately and was able to call for help before the monitor alarmed for the arterial blood pressure and significant bleeding was prevented." No other information was provided.